Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Evaluation summary: one used tracheostomy tube was returned and examined. Visual observation using microscopy found a cut in the pilot balloon tubing at approximately it's mid-length. The cut was visually consistent with the tubing having had contact with a sharp instrument. Investigation was unable to determine exactly when and how the damage occurred. Manufacturing performs a 100% inflation/pressure test and had the cut been there at that time, it would have ben detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.